Event description:
It was reported the patient had a syncopal spell. It was indicated the device reached elective replacement indicator (eri) and due to a poor prognosis the patient and family decided to not change the device at that time. The device reached end of life (eol) and then approximately four months later, the device was unable to be interrogated. Due to the syncopal episode, it was decided to explant and replace the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2001; yrirx16115 stent graft (B)(6) 2003; yrecx24375 x2 stent grafts, (B)(6) 2003; yrecx1655 stent graft, (B)(6) 2003; yrbrx2816165 stent graft, (B)(6) 2003; yrirhx1685 x2 stent grafts, (B)(6) 2004; yrirhx16115 x2 stent grafts, (B)(6) 2004; yrecx26375 stent graft, (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.